Manufacturer narrative:
"The following devices were also listed in this report: triathlon asymmetric x3 patella; cat # 5551-g-299-e; lot # fj91 triathlon ps fem component cemented; cat # 5515-f-402; lot # sgh4ua triathlon prim tib bplate cemented sz 4; cat # 5520-b-400; lot # ydj2s it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience." Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: revision of ps poly, to cs poly during knee investigation infection. Notification of revision for infection only.